Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown size navitor valve was chosen for implant using a small flexnav delivery system. During procedure, the delivery system was noted wrinkled after an attempt to recapture it with the valve already mounted and inside the patient. A new small flexnav delivery system was chosen and mount the valve again.

Manufacturer narrative:
An event of material deformation during valve recapture was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Na.

Event description:
N/a.